Event description:
It was reported that a pvc free administration set leaked and had tubing that was loose due being disconnected from the filter. This occurred during priming with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; however, a retained sample was visually inspected and gravity tested. There were no problems noted during the visual inspection, and fluid flowed correctly through the tubing during the gravity test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.